Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained right ventricular oversensing episodes were observed. Myopotential oversensing was reproducible in clinic with body movement. Patient is pacemaker dependent. Programming changes were recommended. No further information available.

Event description:
New info received: programming changes were made. Patient is stable.